Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was unable to see insulin drops exit the infusion set tubing during the load process. Tandem technical support (cts) instructed the customer to disconnect the tubing from the cartridge to see if insulin drops would be seen at the end of the cartridge pigtail; customer reported no drops were seen. Cts assisted the customer in loading a new cartridge. Customer was successfully able to perform the fill tubing sequence and resumed insulin delivery. There was no known impact to the customer's blood glucose level.